Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea on (B)(6) 2009, menstrual disorder and allergic reaction to antibiotics. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2009 and progesterone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("heavy menses/menorrhagia"), feeling of body temperature change ("hormonal changes describe: temperature changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), kidney infection ("infection (bladder/ urinary tract/vaginal) type: kidney"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), cystitis ("bladder infection"), bacterial vaginosis ("yeast bacterial vaginosis"), sinusitis ("sinus infections"), fungal infection ("yeast bacterial vaginosis"), urticaria ("rashes or skin conditions type: hives - low back and around belly (abdomen)"), migraine ("migraines"), headache ("headaches"), polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: polycystic ovaries"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and adnexa uteri pain ("ovaries pain"). In (B)(6) 2013, the patient experienced autoimmune disorder ("autoimmune disorder type of disorder: undiagnosed"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), abdominal pain ("abdominal pain") and multiple allergies ("allergies"). The patient was treated with surgery (underwent a robotic hysterectomy with extraction of essure device, salpingostomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, back pain and menorrhagia had resolved, the feeling of body temperature change, vaginal haemorrhage, kidney infection, bacterial vaginosis, sinusitis, fungal infection, autoimmune disorder, urticaria, migraine, headache, polycystic ovaries, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia and adnexa uteri pain outcome was unknown and the multiple allergies was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, autoimmune disorder, back pain, bacterial vaginosis, cystitis, dysmenorrhoea, dyspareunia, fatigue, feeling of body temperature change, fungal infection, headache, kidney infection, menorrhagia, migraine, multiple allergies, nausea, pelvic pain, polycystic ovaries, sinusitis, urinary tract infection, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure placement. The uterine cavity is normal in appearance. Bilateral properly positioned essure devices are present. Distal ends within a few millimeters of the cornu. Pa and oblique films ob1ained with adequate uterine cavity distention show no evidence of extravasation and neither tube is visualized. Complete bilateral tubal occlusion by properly positioned essure micro inserts.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, back pain, vaginal discharge, pelvic pain, nausea. Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs and mr received: reporters added. Insertion date updated. Demographic conditions added. Events: temperature changes, put on progesterone, abnormal bleeding (vaginal, menorrhagia), kidney infection, uti, bladder infection, yeast infection, bacterial vaginosis, sinus infections, autoimmune disorder type of disorder: undiagnosed, hives, migraines, headaches, polycystic ovaries, nausea, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, hair loss, ovarian pain, allergies. Event onset date updated. Lab data added. Concomitant drugs and medical history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), back pain ("back pain") and menorrhagia ("heavy menses"). The patient was treated with surgery (underwent a robotic hysterectomy with extraction of essure device). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, back pain and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff symptoms resolved after the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: complete bilateral tubal occlusion. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.